Event description:
Surgeon reports ethicon trocars were leaking during a laparoscopic gastectomy sleeve. The leaks were around the 5mm trocars and through the tops of the 12mm trocars. None of the trocars were reprocessed. Ethicon rep was called on his cell and a message was left. He did not call the or back.device #1is this a laboratory device or laboratory test?no.